Manufacturer narrative:
Analysis was normal. No anomaly found.

Event description:
It was reported that increased capture threshold was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.